Event description:
It was reported the nurse practitioner tried several times to use the programmer to interrogate patients but could not interrogate devices. The rf (radio frequency) head had been changed out a few weeks before. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the nurse practitioner tried several times to use the programmer to interrogate patients but could not interrogate devices. The rf (radio frequency) head had been changed out a few weeks before. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. The programmer interrogated both wired and wireless devices correctly. (B)(4).